Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event of revision due to metallosis was confirmed by review of revision operative notes and medical records. Medical records also confirm there was no infection. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: us157854, m2a-magnum pf cup 54odx48id, 230090; x12-171313, integral/x por red prox 13mm, 227000; 139252, m2a-magnum 42-50mm tpr insrt-6, 347160. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip was revised approximately eleven years post implantation due to metallosis, pain, and possible infection. The modular head and taper were revised and a dual mobility system was implanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One m2a-magnum mod hd sz 48mm was returned and evaluated. Upon visual inspection there is some scuffing on the od of the device and there is some black debris on the inside of the taper. Complaint sample was evaluated and the reported event was confirmed. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.